Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to pain. All components were removed and a total knee system was implanted.